Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date.

Event description:
Event verbatim [preferred term] got a chemical burn [chemical burn of skin], blistering [blister], the product had burst [device leakage]. Case narrative: this is a spontaneous report from a contactable consumer or other non hcp. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number: r97920, expiration date: nov2019) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported she got a chemical burn and blistering from use of one of the neck patches. She stated she was burned due to the fact that the product had burst. The patient mentioned it was a faulty product. Action taken with the suspect product was unknown. Clinical outcome of the events was unknown. According to the product quality complaint group: the root cause category is non-assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Additional information has been requested and will be provided as it becomes available. Follow-up (19may2017): new information received from a contactable consumer includes: suspect product lot number and expiration date. Follow up (19jun2017): new information received from the product quality complaints group included investigational results. Comment: based on the information provided, the events of "got a chemical burn and blistering, burned due to the fact that the product had burst" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The manufacturer has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified. Retain samples met the product description and the product is within expiration date. Product effect may vary with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] got a chemical burn [chemical burn of skin]; blistering [blister]; the product had burst [device leakage]. Case narrative: this is a spontaneous report from a contactable consumer or other non hcp. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported she got a chemical burn and blistering from use of one of the neck patches. She stated she was burned due to the fact that the product had burst. The patient mentioned it was a faulty product. Action taken with the suspect product was unknown. Clinical outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the events of "got a chemical burn and blistering, burned due to the fact that the product had burst" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "got a chemical burn and blistering, burned due to the fact that the product had burst" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] got a chemical burn [chemical burn of skin] , blistering [blister] , the product had burst [device leakage] , . Case narrative:this is a spontaneous report from a contactable consumer or other non hcp. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number: r97920, expiration date: nov2019) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported she got a chemical burn and blistering from use of one of the neck patches. She stated she was burned due to the fact that the product had burst. The patient mentioned it was a faulty product. Action taken with the suspect product was unknown. Clinical outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (19may2017): new information received from a contactable consumer includes: suspect product lot number and expiration date. Company clinical evaluation comment based on the information provided, the events of "got a chemical burn and blistering, burned due to the fact that the product had burst" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "got a chemical burn and blistering, burned due to the fact that the product had burst" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.